Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, over the 5-year study period, a total of 12 patients have undergone the gadd procedure for revision/repair of their arteriovenous fistulas. One patient who developed thrombosis of the fistula 10 months postoperatively despite endovascular attempts to preserve it. She underwent a loop graft of the upper arm, which was used until death.